Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system tp1a.220624.014.a716vsqs9gxb1. Cloud - smartphone hardware sm-a716v. Cloud - cgm sensor type g6.

Event description:
It was reported by the patient that the pod's needle did not fully deploy indicating a needle mechanism. The cannula did not insert into the skin.